Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The rash was described as an allergic reaction consisting of red, raised, and itchy blisters. The patient consulted his physician who provided a cream. Follow-up indicated that the skin irritation had improved with use of the cream.